Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving dilaudid (0.5 mg/ml at 0.50046 mg/day) and bupivacaine (7.3 mg/ml at 7.3067 mg/day) via an implanted pump. The indication for pump use was cancer chemotherapy prostate. On (B)(6) 2016, the patient reported urinary retention. The interventions were noted as increased flomax on (B)(6) 2016; straight catheter on (B)(6)2016; and reprogramming on (B)(6) 2016. The outcome was resolved without sequelae (B)(6) 2016. The clinical diagnosis was intrathecal medication side effects. The event was related to the device or therapy and not related to the implant procedure. The event was related to the bupivacaine. The drug action that caused the event was therapy initiation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.